Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of balloon deflation and dislodgement is confirmed and was determined to be use related. One 20 f tri-funnel was returned for evaluation. An initial visual observation showed use residue throughout the device and large split was observed in the balloon. A microscopic observation revealed the majority of the fracture surface of the split was even and granular in texture; however, the surface of the split was observed to be jagged and uneven in the center of the split, and deep and uneven grooves were observed on both fracture surfaces. The grooves observed on the fracture surface appeared to radiate from a single point, and the fracture surfaces of the split were observed to match. The characteristics of the split observed in the returned sample are evidence of a burst failure most-likely caused by over-pressurization of the balloon. A lot history review (lhr) of ngas1102 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that patient using the probe since 2013. The balloon was tested with bi-distilled water, 15 ml. After 48h post insertion, the probe "spontaneously" displaced completely. There was no harm to the patient reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngas1102 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that patient using the probe since 2013. The balloon was tested with bi-distilled water, 15 ml. After 48 h post insertion, the probe "spontaneously" displaced completely. There was no harm to the patient reported.